Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's sensor was faulty. Customer's father stated the sensor cannula was missing from one of their sensor. Customer's sensor will be replaced. The customer's blood glucose was unknown. No additional information provided.